Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system had an overload fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. This could result in a delay or cancellation of a procedure. There is no report of injury or death associated with this event.